Event description:
It was reported that a user wearing a dexcom g7 experienced a pairing failure to the ilet, during which the user¿s glucose rose to 234 mg/dl and remained above 180 mg/dl for approximately one hour, with no backup therapy used and no medical intervention required. Symptoms included hyperglycemia without associated clinical sequelae. Outcomes included temporary elevation of blood glucose that resolved, with glucose later returning to 174 mg/dl. Investigation included technical troubleshooting and user education. Investigation of this case revealed a connectivity issue between the cgm and the ilet without evidence of device malfunction or injury. It was concluded that the event was consistent with hyperglycemia associated with a cgm-to-pump pairing failure, with no adverse health effects and no product performance failure identified.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.